Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reporter that the device started to double beeping once it got on the set. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a missing downstream occlusion nub. A visual inspection confirmed the reported issue. The cause of the reported issue was due to a missing downstream occlusion nub. As a result, the downstream occlusion was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.